Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the keypad buttons have been slower to respond for the past couple of months. She stated that now the up arrow and ok keypad buttons require several presses to obtain a response. The patient denied physical damage to the keypad, but stated that the rubber appears thin and worn. She noted that the keypad buttons click and spring back as expected. The patient denied exposing the pump to water or cleaning products; and stated that she wears the pump in various places with a clip.